Event description:
A false negative advia centaur toxoplasma m was obtained and reported on a pt sample. The customer performed repeat toxo m testing with a new reagent lot and the result was positive. The pt sample was run ten times with the new reagent lot and the results were all positive. The final pt result was reported as positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxo m result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the instrument and instrument data indicate that the cause for the discordant toxo m result is unk. The qc performance data for toxo m lot 175 and lot 177 met qc final release specifications. There has been no other reported advia centaur toxo m false negative customer complaints for reagent lot 175. The instrument is performing within specification. No further eval of the device is required.